Event description:
During follow-up, the device was found in back-up mode and was not pacing. Premature battery depletion was suspected, so the device was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.